Event description:
It was called in to tech services on 4/25/11 that this lead is possibly reversed in the header of a device. The device will be reprogrammed by dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).